Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 7.5, and 13.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil confirmed kinks in the pusher assembly. If the smart coil is forcefully mishandled during use, damage such as kinks may occur. During the functional test, the smart coil was advanced through a demonstration microcatheter with resistance due to the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, a smart coil was placed in the aneurysm using the microcatheter. Subsequently, while attempting to place another smart coil in the target location, the smart coil would not advance all the way through the microcatheter. Therefore, the physician removed the smart coil and upon inspection on the back table, the pusher assembly of the smart coil was noticed to be kinked. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.